Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a calcified lesion in the mid right popliteal artery using a nanocross elite, a pinhold burst occurred at 10 atms during the first inflation. The vessel had not been pre-dilated. The device did not pass through a previously deployed stent. 50/50 contrast fluid was used for inflation. The device was safely removed from the patient. No balloon detachment occurred. The procedure was completed using a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was flushed and a 0.014¿ guidewire was loaded, an indeflator was used to inflate the balloon but it would not hold pressure. A pinhole leak was found on the proximal balloon neck medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.